Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0099, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure 205 (fallopian tube occlusion insert) inserted in 2003. Consumer stated that she did not have problems initially but within a couple of years she started having medical issues. Headaches that over the years got worse. She had itchy patches of skin hat had popped in the past few years. She got acne that got worse and painful, had muscle spasms in upper back, shoulder and neck, gastrointestinal problems, kidney stones, uti's, migraines and raynaud's syndrome. She also stated that some days she could not get out of bed because of the pain. In (B)(6) 2015, during surgery, she found that only one tube had a coil in it. Several x-rays were done and were found that the missing coil was located in her hip bone area. Another surgery was done to remove this coil. She had 6 procedures on her neck to hopefully relieve muscles spasms and neck pain. After surgery, she was still getting headaches, itchy patches of skin and trouble with her eyes. Product technical complaint investigation and final assessment were received on 03-sep-2015: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced pain and kidney stones. Approximately, 8 years later, when the surgery was performed, only one tube had the coil in it. An x-ray showed the coil was located in her hip bone area, so another surgery was performed to remove this coil. The pain and coil located in hip bone area (interpreted as device dislocation) are serious due to required intervention and listed in the reference safety information for essure while the event kidney stones is serious due to its medical importance and unlisted. In this particular case, the consumer started experiencing the events within a couple of years of essure insertion. Considering the compatible temporal relationship and lack of alternative explanation, the causal relationship between the pain and device dislocation cannot be excluded. However, although the temporal relationship between kidney stones and essure is also compatible, considering the localized action of essure in the fallopian tubes, it is unlikely that the inserts would cause kidney stones. This case is regarded as incident since a device removal was required. Since no product and no batch number were reported, no product quality defect was confirmed. Therefore, a relationship of a quality defect to the reported medical events is excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.